Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the right ventricular lead. The physician revised the lead and the patient was sent home in stable condition.